Event description:
It was reported that the device had a downstream occlusion seal degradation. The event occurred before infusion, there was no patient involved.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that a dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.